Event description:
It was reported that a patient had stimulation in the wrong location a week after she fell. It was noted that the patient fell on (B)(6) 2013, had to have extra pain medications, and had an allergy to a pain medication and could not think straight. The reporter stated that the device setting was turned up to 4.9 while the patient was on pain medications but the patient could not feel anything so it was turned down and off for a few days. It was noted that the patient was ¿so miserable she felt like she was going to die.¿ it was reported that the patient fell again on some steps after seeing the doctor. It was noted that the patient thought that the ¿levels¿ were ¿messed up¿ and the patient¿s other doctor recommended an x-ray of the system to see if the lead had migrated. It was unclear what the messed up levels referred to. The reporter stated that the implantable neurostimulator (ins) was turned back on, the setting was at 1.9, and the patient could feel stimulation in the right area now. It was reported that when it ¿worked right¿ the patient experienced really good continence. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0dqs6, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).